Event description:
It was reported that the lead exhibited noise which caused inappropriate mode switch episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.